Event description:
The device was an unauthorized return. However the root cause of the failure was confirmed due to excessive adhesive.

Manufacturer narrative:
D10 concomitant product: fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot# 60083f) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. The bravo delivery system was inspected under magnification. Adhesive was noted on the nose of the delivery device and at the capsule attachment point. It was reported that the capsule failed to attach to the patient's esophagus during the initial procedure. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.